Event description:
It was reported that the ins (implantable neurological stimulator) showed eol (end of life) after approx 2 months of use. Reprogramming was conducted. The pt underwent a device replacement. No injury was reported and the pt was fine after resuming stimulation.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.